Event description:
Information provided to us stated the line was inserted for the purpose of administration of ic chemo on a 55 year-old patient with liver and colon cancer. However, the line fractured and completely separated at the safety clip insertion. The line was clamped and the remaining line was removed. A replacement was inserted. We were advised that first-aid was required to arrest bleeding.

Manufacturer narrative:
Evaluation: update: an examination of the returned device found the catheter had separated approximately 2mm from the distal end of the strain relief. The area of separation was noted to be jagged, suggesting a rupture had occurred. It is possible the line may not have been adequately flushed or locked with heparin, prior to the procedure.

Event description:
The line was inserted for the purpose of administration of ic chemo on a patient with liver and colon cancer. However the line fractured and completely separated at the safety clip insertion. The line was clamped and the remaining line was removed. A replacement was inserted. Co were advised that first-aid was required to arrest bleeding.